Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 150 units of insulin. Customer's blood glucose (bg) level was over 500 mg/dl with trace ketones. Cause was not known; however customer was taking medications that could impact bg. Pump supplies were changes and customer used manual injections to address bg. Reportedly, customer reverted to manual injections for insulin therapy.